Event description:
Related manufacturer reference number:1627487-2024-00072. It was reported that the patient experienced an infection. As such, the lead and anchor were explanted to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
A patient experienced an infection was reported to abbott. Surgical intervention took place wherein the lead and anchor were explanted. The infection was treated with hospitalization and IV medication. The infection has been treated/resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the infection was treated with hospitalization and IV medication. The infection has been treated/resolved.